Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 402 mg/dl and 146 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a patient underwent an eye surgery procedure on (B) (6) 2010; an suture was used. Approximately ten days or more after the procedure, the patient had a persistent red elevation (granuloma) in his left eye although, he did not complain of pain. The steroid drops were already stopped at this point and had to be restarted. The patient was given steroid eye drops two times per day.